Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted for sustained ventricular tachycardia (vt) and worsening ejection fraction. An x-ray was taken and poor sensing was noted on the right ventricular (rv) lead. Diminished p waves were also noted on the right atrial (ra) lead. The rv lead was explanted and replaced during a medical upgrade procedure and the ra lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.